Event description:
Boston scientific crm received information that this right ventricular lead experienced a perforation during the implant procedure. It was indicated that the patient was doing fine after the perforation, and the lead remains implanted.